Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in ada 10, failure occurred upon insertion. Details of surgery: ridge augmentation. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.